Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: battery compartment crack observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Due to moisture contamination pump is unresponsive, no audible tone, no vibration and a blank display with both the returned battery cap and a test battery cap. Investigators were unable to adequately investigate loss of prime complaint due to unresponsive pump. There was evidence of additional moisture contamination inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.